Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) respiratory heated humidifer was not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information provided by the customer. Results: the customer reported that the audible alarm of a mr850 respiratory humidifier was not functioning. Conclusion: we are unable to determine what may have caused the reported event, as no fault was found with the audible alarm of the returned subject complaint device. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory heated humidifer is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in the united kingdom reported, via a fisher & paykel healthcare (f&p) field representative, that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient consequence.